Event description:
The customer reported that device failed to power up. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that device failed to power up. There was no report of pt involvement. A philips field service engineer went to the customer site and verified the failure. Philips determined that this was a failure of the power pca. Replacement of the power pca resolved the failure. The device passed all performance assurance testing and remains at the customer site.